Manufacturer narrative:
Hardware low level failures error confirmed in the downloaded history log due to broken trace at pin of ambient light sensor. Device passed the self test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the device had a hardware low level alarm. The customer¿s blood glucose during the incident was 168 mg/dl. The device failed troubleshooting; the alarm recurred during the self-test. The device will be returned for analysis.